Event description:
During the routine follow-up of the device involved in this report, the device could not be interrogated. A message was displayed indicating the device update was interrupted. Additionally, a device reset occurred in (B) (6) 2009.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.